Event description:
Customer reported the esc or act buttons on the insulin pump were not responding and then alarms button error. Customer's blood glucose was 109 mg/dl. Customer does not recall any significant event that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad traces. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners and cracked reservoir tube lip.